Event description:
Received a report that the site's dell handheld computer was slow to navigate between screens, indicating a possible software malfunction. The handheld computer and software were returned for product analysis. Analysis of the returned software identified file corruptions which caused the reported problems. No anomalies were found in the product analysis of the dell handheld computer.